Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial lead. The noise was reproducible in clinic through exercise. No patient symptoms were reported. It was noted that during implant, the lead was sutured directly without the use of a suture sleeve. Device reprogramming was performed and the patient would be monitored.